Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "by the time started sewing the implant was leaking".

Event description:
Healthcare professional reported "by the time started sewing the implant was leaking." The procedure was completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, broken plug strap. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening on anterior. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Event description:
Company rep reported "leaking" against device. The device has been explanted.